Event description:
Patient reported right side capsular contracture, baker grade unknown, pain and "weird shapedness". Patient later reported capsular contracture baker grade IV. Healthcare professional later reported right side capsular contracture and "waterfall deformity and malposition". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.